Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical product: 5076-52 lead; implanted: (B)(6) 2001. (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited small p-waves and the right ventricular (rv) lead exhibited small r-waves. Both leads were reprogrammed and remain in service. No patient complications have been reported as a result of this event.